Event description:
Event became reportable based on analysis approved on 06/30/2008. It was reported that during a percutaneous coronary intervention (pci) procedure, the device failed to cross.the 80% stenotic lesion was located in the proximal segment of the left anterior descending (lad) artery. The lesion and vessel characteristics are unknown. The physician advanced a non-bsc guide wire to the lesion and inflated a 2.5 x 15mm maverick balloon; the number of inflations and duration, nor atms is known. The 2.5 x 28mm taxus liberte catheter was advanced, but was unable to cross the lesion. The procedure was completed with a non-bsc device. No patient injury or complications were reported. The patient's condition was reported as stable. Returned product analysis revealed stent damage.

Manufacturer narrative:
Returned device analysis was consistent with the complaint incident. The visual and microscopic examination of the returned device revealed proximal stent damage. No kinks or damage were noticed along the shaft of the device. The most probable root cause is determined to be operational context, due to the likelihood that the patient anatomy or other procedural factors encountered during the procedure performance were limited. A review of the manufacturing records found that the device met its material, assembly and product specifications.